Event description:
A user facility biomedical technician (bmt) reported a blood pump rotor cut the blood pump tubing segment during a patient's hemodialysis (hd) treatment. No injury was noted to the patient and treatment was not completed. There was an hour and fifteen minutes left in treatment time. The blood loss was less than 200cc. The rotor had one sleeve that moved about 2cm, with very slight movement. The rotor was the old-style rotor. The machine did alarm air detector and also issued an audible alarm as expected. Upon follow-up, the charge nurse (cn) stated the blood leak occurred two hours and fifty-three minutes after initiation of a patient's hemodialysis (hd) treatment. The machine did not alarm with a blood leak alert. The cn stated the patient's blood was not returned. The cn stated that a fresenius 180 dialyzer and bloodlines were used for treatment and confirmed that there were no defects or damage seen on the machine or bloodline prior to the event. The cn stated the estimated blood loss was less than 200cc. Immediately following the event, immediately following the event, the patient was unable to complete the remaining treatment. The cn confirmed that there was no patient injury, adverse events, or medical intervention required as a result of the reported event. It was unknown if the component was available to be returned for manufacturer evaluation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Complaint investigation found objective evidence indicating a product problem, thus the complaint is confirmed. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was able to be confirmed.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (bmt) reported a blood pump rotor cut the blood pump tubing segment during a patient's hemodialysis (hd) treatment. No injury was noted to the patient and treatment was not completed. There was an hour and fifteen minutes left in treatment time. The blood loss was less than 200cc. The rotor had one sleeve that moved about 2cm, with very slight movement. The rotor was the old style rotor. The machine did alarm air detector and also issued an audible alarm as expected. Upon follow-up, the charge nurse (cn) stated the blood leak occurred two hours and fifty-three minutes after initiation of a patient's hemodialysis (hd) treatment. The machine did not alarm with a blood leak alert. The cn stated the patient's blood was not returned. The cn stated that a fresenius 180 dialyzer and bloodlines were used for treatment and confirmed that there were no defects or damage seen on the machine or bloodline prior to the event. The cn stated the estimated blood loss was less than 200cc. Immediately following the event, immediately following the event, the patient was unable to complete the remaining treatment. The cn confirmed that there was no patient injury, adverse events, or medical intervention required as a result of the reported event. It was unknown if the component was available to be returned for manufacturer evaluation.